Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 90% stenotic left anterior descending artery. Ivus was used in this procedure. The physician advanced the 2.5x15mm maverick 2 balloon to the lesion and inflated the balloon to 6 atms and then it ruptured. The device was removed from the patient intact. The procedure was successfully completed with the deployment and post dilation of a stent. Patient status is listed as "good".